Manufacturer narrative:
The field service engineer (fse) performed a preventative maintenance-major on the instrument and noted transducer, service loop, ultrasonics board failures during system verification. The fse replaced the transducer and printed circuit board (pcb) ultrasonics. The fse also replaced the computer console after noting the mouse and keyboard would not respond. The fse performed a passing high sensitivity system check and 10-point precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: computer console. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported false troponin I (access® accutni+3) results, above the normal reference range, for four patients, involving the access 2 immunoassay system used in conjunction with the access accutni+3 assay and calibrator. Subsequent testing of the patients¿ samples, on the same instrument, produced lower results primarily within the normal reference range. The false troponin I results were released out of the laboratory and the physician questioned one of the patients¿ results. There was no report of patient consequence or change in patient treatment associated with this event. The patients¿ samples were lithium heparin and were sampled from the original tube. The customer noted quality control (qc) had been erratic but within range and system check and calibrations had also passed. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.